Event description:
During surgery, it was discovered that the patient, (B)(6) sustained a superficial skin burn on the right breast area from the lighted retractor. The patient sustained a burn to the right upper mediastinal area. The patient experienced a superficial skin burn at the mediastinal area approx. 3.5cm long and 1 cm across. The burn was immediately treated and dressed. The light mat is a flexible illumination device that attached to a retractor and is used for breast surgery retraction. The patient was burned at the connection of the light source to the light mat. Equipment is a single patient disposable device.